Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they unable to push plunger into reservoir to remove air bubble after filling. Customer states they were unable to remove the plunger rod. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir and transfer guard, performed pre-fill reservoir test. Found transfer guard needle missing. Unable to pre-fill. Also performed manual test and found plunger easy to release from stopper-plunger.